Event description:
The customer reported that a communication error displayed on the system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer and the system interface board were replaced. The power supply connector was repaired and boards and connectors were reseated. The system was tested and found to be working as intended and put back into service.